Event description:
During the leadless pacemaker (lp) system implant procedure, increased capture threshold was observed on the lp in multiple positions. The lp was not implanted. The patient was stable.

Event description:
Additional information was received that while performing a deflection test lp began unscrewing from the tissue.